Event description:
Caller alleging receiving discrepant low inratio values: date - (B)(6) 2014, inratio - 1.5, lab -2.9. Time between tests unk. Date - unk, inratio - 2.1, lab -3.1, time between test unk. Patient's therapeutic range 2.5- 3.0. Patient self tester reported slight bruising and bloody noses when his warfarin was increased. Warfarin was increased based on inratio value of 1.5. No report of treatment for slight bruising or bloody nose. No additional info available or provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.